Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defect in the cable unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center. For evaluation of a reported error code 104 displayed. During the evaluation, a purple-colored image defect was found, due cable failure. No patient injury or harm has been reported. This report is being submitted to capture the colored image defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found, image failure (purple image), due to cable failure, light guide damage, tip light guide chipping, and error code 104 displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.